Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 250-300 (mg/dl). To address the bg level, the customer delivered a correction bolus. Reportedly, the customer was unsure of the suspected cause but reported that after removing the t:clip case from the pump the customer's bg issue was resolved. The customer did not provide any further information regarding the case or the event. Recommendation was made to consult with health care provider regarding diabetes management, and to call back tandem technical support should further assistance be needed.